Manufacturer narrative:
Patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Journal article details: title: early real-world experience with endoanchors by indication authors: vy t. Ho, md, elizabeth l. George, md, anahita dua, md, kedar s. Lavingia, md, michael d. Sgroi, michael d. Dake, jason t. Lee, md annals of vascular surgery (2019) doi: https://doi.org/10.1016/j.avsg.2019.05.006. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in four patient groups: 3 for the endovascular repair of abdominal aortic aneurysms and 1 for the repair of thoracic aortic aneurysms. Endurant stent grafts were implanted in patients in the 3 abdominal groups. The following adverse events were observed in the patient groups: endurant and heli-fx groups (abdominal evar): malfunctions: type ia endoleak adverse events: aneurysm enlargement right common iliac dissection right groin hematoma reintervention gi bleed heli-fx only group (thoracic evar): malfunctions: inaccurate delivery adverse events: device renal embolization retrograde type a dissection mesenteric ischemia reintervention.